Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1828202 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) had a balloon rupture. There was no reported patient injury.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) had a balloon rupture. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle with syringe connecting to the device with stopcock open. The procedure sheath was observed on the outer cartridge tubing, fully retracted, and the sealant was covering the balloon proximal tip as received. The advancer tube was found inside the outer cartridge tubing. The procedural sheath¿s distal end was inspected for damages that could have punctured the balloon during the procedure. No severe damages that might have caused the balloon failure were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a radial tear in the balloon of the returned device, approximately 4.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not provided) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon and there were no damages noted to the procedural sheath received. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) had a balloon rupture. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The product history record (phr) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.